Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that the customer was experiencing a low blood glucose of 49 mg/dl at the time of the incident. The customer was at 80 mg/dl at the time of the call. The customer was given food to treat. The customer experienced symptoms such as slight unresponsiveness. The customer was wearing the insulin pump during the incident. The customer does not use auto mode. The caller alleged the insulin pump was over delivering due to low blood glucose. Troubleshooting was completed but did not resolve the issue. The customer was trained last friday and has been on the new insulin pump for two weeks. The caller also contacted their healthcare professional during the call. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.